Event description:
It was reported the tip broke. During the placement of a nephrostomy tube, the accustick guidewire tip broke. The physician used a kelly clamp to retrieved the fractured guidewire tip. The procedure was completed with the use of another .018 wire. No complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified residue on the device indicating use/ handling. The accustick device was not returned. A physical examination of the guidewire found it to be broken into two sections measuring 47.3 cm and 12.2 cm. The distal section of the broken guidewire was bent at the interface between the stiff and "floppy" sections. A magnified examination of the guidewire fractured ends found the material had been bent and deformed prior to failure. The deformation is consistent with failure from applied tensile and bending forces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the tip broke. During the placement of a nephrostomy tube, the accustick guidewire tip broke. The physician used a kelly clamp to retrieved the fractured guidewire tip. The procedure was completed with the use of another.018 wire. No complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).